Manufacturer narrative:
Investigation: customer returned (2) loose 3/10cc, 8mm syringe. Customer states that the scale was misaligned slantly. Both returned syringes were tested using the plug gauge and all scale marking placements fell within specifications. Unable to perform DHR check due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that scale marking issues occurred with a syringe 0.3ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter, "the scale was misaligned slantly."

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issues occurred with a syringe 0.3ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter, "the scale was misaligned slantly."